Manufacturer narrative:
(B)(4). Additional information was requested, and the following was received: is the ileostomy temporary or permanent? Temporary. What is the current patient status? Unk.

Manufacturer narrative:
(B)(4). Date sent: 07/27/2020. Additional information received: "the stapling the breakage took place before the stapling cycle and therefore had no direct effect on the quality of the suture."

Manufacturer narrative:
(B)(4). D4: batch # t5dk34. Device analysis: the analysis results showed that the cs40g device was received with the closing trigger broken and in the opened position, otherwise with no apparent damage. The device was received with a reload present. The reload was returned with staples present, with the washer uncut and with the knife recessed below cartridge deck. The reload lockout was not engaged; this is correct since reload still had staples. The ledge of the lockout showed no indentations. The device was tested for functionality with the returned reload and using a screw driver as a closing lever. The device fired, cut and formed the staples as intended. The cut line and the staple line were completed and the staples meet the staple form release criteria. The device lockout and the reload lockout were functional. The device opened and closed without any difficulties noted. The damage to the closing trigger may have been due to the force applied to the trigger while trying to close the device over an excess of tissue and or trying to close the device with the cartridge not fully seated. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Additional information received: there are several potential causes related to the post op fistula. In this case, the breakage occurred before the stapling cycle so there was not a direct impact on the quality of the suture. The stapling the breakage took place before the stapling cycle and therefore had no direct effect on the quality of the suture.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified. Additional information was requested, and the following was obtained: what were the indications for surgery? Low rectum cancer. Did the patient receive any preoperative chemotherapy or radiation? Chemotherapy and radiation. When was the staple retaining cap removed? Before stapling. What provisions did the surgeon take to ensure the tissue was lying evenly within the jaws? Visual check. Was the device difficult to close? Yes. Was the device closed and repositioned multiple times prior to firing? No, the device broke at the initial closing, before stapling. Use of another device to complete the procedure. Was the device difficult to fire? N/a. Was the distal transection completed in one or multiple firings? N/a. Can more information be provided about staple form? N/a. Where staples were deployed? Rectum. Did the device cut? No. How was the leak addressed? Drainage, protective ileostomy. What is the current status of the patient? Hospitalization. Which handle was broken (closing trigger or the firing trigger)? Closing trigger. In what part of the firing sequence did the trigger break? During the tightening. Was the patient¿s hospital stay longer than what is normally expected for this type of surgery? Yes.

Event description:
It was reported that during an unknown procedure, when the surgeon has taken in hand the device, none staples put in place because the handle got broken when the surgeon has pressed it. The anastomosis got released. Another linear stapler has been used. The patient is still hospitalized to treat fistula.